Manufacturer narrative:
Patient specifics with regard to gender, age, and weight was not provided. The patient had experienced the degradation of realseal material in the canal which the doctor reported had led to the formation of lesions which required a repeat root canal procedure and antibiotics for treatment. The patient had also experienced a pink discoloration of the tooth from the realseal material. The doctor bleached the patient's tooth to remove the discoloration. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
It was alleged that multiple patients had required root canal retreatment due to the degradation of the realseal material. This is the first of three (3) reports.